Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that system was not switching on intermittently. After reviewing log file, fse found that, there is a voltage error on output. Upon troubleshooting, fse the issue was caused by a loose mains cable from the mccb side. To resolve the reported issue, the fse tightened the mains cable and restarted the system multiple times to verify functionality. After tightened the mains cable and restarted the system multiple times, system was returned to use in good working order. The codes were updated based on the investigation outcome.